Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a pt procedure, while moving the pt support in the up vertical direction, the pt support dropped 60 cm (24 in). Philips service confirmed there was no harm to a pt, operator or bystander as a result of the reported event. The pt was moved to another CT system for the procedure. Philips service determined that the vertical drive ball screw in the pt support had failed and replaced it.